Manufacturer narrative:
Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Analysis of the 37761 sn# (B)(4) found evidence of broken connector pins. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-12-10 information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the desktop charger (dtc) had a broken connector pin, and that the patient was unable to charge their ins. The patient stated that they were in a lot pain the last couple of months, and that the ins had been dead since last week. A replacement dtc was sent. No additional patient symptoms or additional device complications were reported with this event.